Manufacturer narrative:
Conclusion code field left blank, no available code for undetermined or unknown cause. The customer¿s report of a piece breaking off of the extension set was confirmed. Visual inspection observed that the spin lock was completely separated from the male luer. There was no discernible damage or sign of excessive force observed on the luer or lock components. The root cause was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV tubing failure while tpn fluids were running." The customer reported "a piece broke off of the extension set". There was no patient harm reported.